Event description:
It was reported that the right ventricular (rv) lead alerted for high pacing impedance. The lead has oversensing of noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.